Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: the meter and test strips have passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurately high as compared to his feeling/normal result(s). The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that on (B)(6) 2011 at 11:30am, the patient allegedly obtained a reading of "hi" on the subject meter. The patient stated that he manages his diabetes with insulin (unknown type and dosage). It is not known if the patient made any changes to his normal diabetes management routine in response to the alleged issue. Ten minutes prior to the reported issue, the patient claimed to have developed symptoms of being "sweaty" and fifteen minutes later, self treated with more food/drink in response to the symptoms. The cca was also informed by the patient that on the same day as the reported issue at 11:42am, he tested on another lfs meter and obtained a reading of "40mg/dl". At the time of troubleshooting, the cca determined that the meter was set to the correct unit of measurement and an approved sample site was used for testing. It was also noted by the cca that the patient did not have control solution available. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received treatment after the alleged product issue occurred.